Event description:
(B)(6). I have appointment to see dr (B)(6) on (B)(6) 2013, 10:45 a.m. At (B)(6). The reason for doctor visit is therapy narrow band u ub only. Therapy 3 times a week for 3 months referred by dr (B)(6). Any question about therapy please call dr (B)(6). Two types of medication given by dr (B)(6) are good. Four days after I used those medicines I start feeling better, but the itching still bothers me and wakes me up at night. I last night tried to use benadryl extra strength, it reduced the itching. Thank dr (B)(6) to help me get out of severe symptoms. I hope everything might go away faster after therapy has been done.